Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The caregiver alleged that the patient expired while using the device. The caregiver also alleged the patient had respiratory problems, breathing difficulty, and a swollen throat while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-27822. This report was submitted as a duplicate report of the previously submitted report. Section d1, d4, g4, h4 was not captured in the initial report which has been corrected / updated in this report.